Event description:
It was reported that in (B)(6) 2011, the tp experienced "bladder changes and loose bowels". The pt had not had any infections. A CT scan confirmed that the catheter was "too high and area was narrow". The pt had noted positional changes; when he sat up, it caused pressure and noted it was reduced when the pt was lying down. The pt was a quadriplegic; he had not had any falls or trauma. Further troubleshooting was being planned. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient was seen by the physician on 2011-(B)(6). The previously reported event was not stated to the physician at that time. This was the last time the physician saw the patient. A dye study was performed and showed that the catheter was patent. No information was provided related to the patient's outcome.